Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead exhibited noise with oversensing, high pacing thresholds, and high out-of-range pace impedance measurements greater than 2,000 ohms. It was noted that there was lead body damage. This ra lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned lead was analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.

Event description:
It was reported that this right atrial (ra) lead exhibited noise with oversensing, high pacing thresholds, and high out-of-range pace impedance measurements greater than 2,000 ohms. It was noted that there was lead body damage. This ra lead was explanted and replaced. No additional adverse patient effects were reported.